Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic transabdominal preperitoneal hernia repair, the suture broke while suturing. The in cision split and needed to be sutured again.